Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "infected", and "swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with .3 ml of juvéderm® voluma¿ with lidocaine in the cheeks. Patient presented with swelling one week later. Hcp suspects the area is infected. Patient is being treated with amoxicillin with clavulanic acid. Symptoms ongoing.